Event description:
It was reported that during a routine device upgrade, insulation abrasion was noted on the right ventricular lead. All electrical parameters were normal. The lead was cut and capped. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.